Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the nurse tried the balloon before placing it into the patient. They discovered that the balloon did not open as it should. The product was not used on the patient.

Manufacturer narrative:
(B)(4).